Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did identify that the liquid crystal display (lcd) would intermittently fade to a white screen. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported screen malfunctions which were reproduced at power up. Evaluation found the cause to be a failed lcd. The customer was offered a like service replacement for the device. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's liquid crystal display was malfunctioning. There was no known patient injury or medical intervention associated with this event. No additional information is available.